Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "several tubes cannot be separated from the connector. The issue was identified prior to use." Associated complaints: 8040412-2024-00247, 8040412-2024-00246, 8040412-2024-00245 and 8040412-2024-00244.

Event description:
It was reported that: "several tubes cannot be separated from the connector. The issue was identified prior to use." Associated comp laints: 8040412-2024-00247, 8040412-2024-00246, 8040412-2024-00245 and 8040412-2024-00244.

Manufacturer narrative:
(B)(4). The actual device was returned for investigation. A dimensional inspection was performed and the tube was found to be within specifi cation. The IFU for this product states the connector assembly features of the et tube were designed in such a way that the connector can be removed and connected back to the tube when the tube required to be cut to length. There is precaution stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Although the device was found to be within specification, the connector could not be detached from the tube. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to further address this issue.